Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): battery depletion-normal. We did receive performance data collected from the device and have analyzed the data. 1 - ventricular nst (non-sustained tachycardia) =120 ms average v-cycle on (B)(6) 2011 21:21:59. 6 - vf (ventricular fibrillation) <=210 ms on (B)(6)2011 in the timeframe between 21:41:59 and 22:11:53. Ventricular short interval count v-sic=23425.4 counts avg/day, in 0.125 day, between (B)(6) 2011 21:21:57 and (B)(6) 2011 00:21:49. Programmer shows eri (elective replacement indicator) =2.62v on (B)(6) 2011, device eri<=2.62 v. Save to disk, last battery measurement=2.62 volt on (B)(6) 2011 00:21:49.

Event description:
It was reported that there was artifacts/noise, episodes of high and variable impedance, under- and over-sensing on the atrial and ventricular lead channels. It was also reported that the elective replacement indicator was triggered. Set screw/connection issue and/or lead fracture suspected. The patient reported to the hospital due to inappropriate therapy. It was further alleged by the patients spouse that the device had a "major failure". The device was extracted and replaced. No patient complications were reported as a result of this event.